Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hyperglycemia since last night because the serter of infusion set was broken and consequently she was unable to insert it. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose event. Blood glucose level was 400 mg/dl. No further details given. Insulin pump will not be returned for analysis.